Event description:
It was reported that a half day infusor had particulate matter in its balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 15, 2014 - october 17, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.30 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.